Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 266009 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 475 cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 475 cc on (B)(6) 2015.